Manufacturer narrative:
Abbott performed an additional data review, however it was not possible to determine if the reported low defibrillation lead impedance measurements were accurate or if they were the result of an anomaly. The device image of the alleged impedance measurement was not available. The cause of the reported event cannot be determined.

Event description:
During a clinic follow-up, episodes of noise resulting in inappropriate anti-tachycardia pacing (atp) and inappropriate therapy were observed on the right ventricular (rv) lead. At interrogation, an out of range, low defibrillation impedance was observed on the rv lead. The device was re-interrogated and the defibrillation impedance was observed to be back in range. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.